Event description:
During a fine needle liver aspiration biopsy, the needle fractured off and could not be retrieved by the radiologist. A surgeon was consulted, who recommended that the device be left in the liver as retrieving it might cause massive bleeding. He stated that eventually the device would be encapsulated by the tissue. The pt's vital signs were stable. Both the pt and her husband were informed of the incident. The pt has been diagnosed with pancreatic cancer which has metastasized and is terminally ill.